Manufacturer narrative:
A sample product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one day after an intraocular lens (iol)s was implanted, the patient noted ghosting in the vision and monocular diplopia. The lens was exchanged for a different model lens approximately 5 months later. The surgeon indicated that the patient was unable to neuroadapt to the initial lens and her prognosis is good.